Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had no sensing on the ventricular channel and that the battery cover and back cover were damaged. It was also indicated that the battery contacts were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no sensing on the ventricular channel and that the battery cover and back cover were damaged. The epg was returned for service. There was no patient involvement.